Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2018 for a scheduled follow-up. During the follow-up it was noted that the implantable cardioverter defibrillator was double counting wide qrs waveforms. It was also noted that device was oversensing far r waves that were causing inappropriate mode switches. Programming changes were made.